Event description:
It has been reported there have been "multiple" events where patients have received pressure injuries from their new operating table pads. Specifically, the surgeons and the or manager have complained that the pads are too hard and are resulting in patient pressure injuries. No details on the number of patients or the extent of any patient's injuries.

Manufacturer narrative:
Three attempts for additional information were sent to the customer, no response was received. No device was returned, or part numbers provided. Unable to determine root cause.

Event description:
It has been reported there have been "multiple" events where patients have received pressure injuries from their new operating table pads. Specifically, the surgeons and the operating room manager have complained that the pads are too hard and are resulting in patient pressure injuries. No details on the number of patients or the extent of any patient's injuries.